Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -8.0/+2.5/094 into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -8.0/+2.5/094 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not give a cause for this event. D6b: corrected to (B)(6) 2023. Claim#(B)(4).